Event description:
It was reported that while testing, prior to a procedure, the device was leaking a non descript fluid. There were no adverse consequences or pt involvement related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the results require.